Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure name of initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Product lot number? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Patient infection symptom manifestations? (Location, severity, appearance, systemic or local reaction). Were there any pre-existing signs/symptoms of active infection prior to the surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results? Was medical intervention performed for infection? Results? Was medical intervention given for the pain management? Results? Mesh exposure site/location, symptoms and diagnostic confirmation? Describe any medical/surgical intervention for exposure including dates and surgical findings. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a sling procedure in (B)(6) 2016 for urinary stress incontinence and mesh was implanted. In (B)(6) 2020, the patient was seen due to infection in the cicatrice, and there have been recurrent infections since surgery. Patient was referred to the hospital. In (B)(6) 2020, the patient stated infection was first noted six months ago by the left-side cicatrice by sulcus female genitalia. At pelvic examination, the doctor saw a little mesh erosion in the midline and laterally and the left mesh sling lies as far as it can see through the mucosa. The patient starts up experimentally in vagifem for healing, control after 3 months. In (B)(6) 2020, the patient experienced almost daily pain. At pelvic examination, the doctor still sees erosion to the right side and little erosion in the midline. To the left the doctor can see the sling mesh, but no mesh erosion. The patient referred for operation. In (B)(6) 2020, under general anesthesia, the patient underwent procedure where mesh was loosened throughout the vaginal area, and doctor removed portion of sling mesh, which was sent for d+r cultivation and resistance included for actinomyces. Additional information has been requested.